Event description:
It was reported that (4) devices were used during a esophagectomy with tubulation of stomach. It was reported by the affiliate that the 1st tsw45 was used for stapling of gastric vessel with no problem. The device was reloaded with a tr45g, for the first stapling in order to tubulate the stomach. After firing, the stapler was opened and it did cut, but the staples did not close. The device was removed and the stomach was open. A new tsb45 stapler was reloaded with a green tr45g cartridge (from the same box of reloads), and the same thing happened as the firing with the tsw45. The tsb45 is then reloaded with a new tr45g from a different lot box and the same thing happened again with cutting and the staples did not close. A green reload out of each of the above mentioned boxes are tested on a paper tissue with the second instrument: this tissue is sent with the instruments: both closed well. A et45g was then used and worked (8) times without any problems. The failed staple line had to be sutured again and the case took an extended 3 hours to complete.